Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -03.00 diopter, in the patient's right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020, due to patient experienced a refractive surprise. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found optic deformed and haptic bent and deformed. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a micro-centrifuge vial with residue and debris on lens. Visual inspection found one haptic bent. There was residue and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -03.00 diopter, in the patients right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient experienced refractive change overtime. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.